Manufacturer narrative:
The astral device was returned to resmed for an investigation. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed the super capacitor test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The reported complaint was confirmed after evaluation. The main circuit board was replaced to resolve the issue. (B)(4).

Event description:
It was reported to resmed that an astral device failed the super capacitor test. There was no patient harm or serious injury reported as a result of this incident.